Manufacturer narrative:
Eval summary: it cannot be confirmed that the reported devices are zimmer components with the info provided. No info was provided to indicate what the alleged condition is, and how it may be a device-related event. Cause cannot be definitively determined. Eval: review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported the pt is alleging harm caused by the device, however the nature of the harm is unk at this time.